Event description:
Caller alleged imprecision with inratio meter. Results as follows: first test inr = 1.2; second test inr = 2.1; third test inr = 2.0. First test inr = 1.8; second test inr = 2.9; third test inr = 2.6. First test inr = 1.9; second test inr = 3.2; third test inr=3.2. First test inr = 1.8; second test inr = 3.0; third test inr = 2.7. First test inr (second device) = 1.4; second test inr = 2.3; third test inr = 2.5. First test inr = 1.7; second test inr = 2.8; third test inr = 2.8. First test inr = 1.9; second test inr = 2.9; third test inr = 2.6.

Manufacturer narrative:
First test inr = 1.2; second test inr = 2.1; third test inr = 2.0; mean = 1.8; sd = 0.49; %cv=28%. The %cv is greater than 20%. Per internal procedure, the precision failed the criteria for precision. Products will be tested when returned. First test inr = 1.8; second test inr = 2.9; third test inr = 2.6; mean = 2.4; sd = 0.56; %cv = 23%. The %cv is greater than 20%. Per internal procedure, the precision failed the criteria for precision. Products will be tested when returned. First test inr (second device) = 1.9; second test inr = 3.2; third test inr = 3.2; mean = 2.7; sd = 0.8; %cv = 27%. The %cv is greater than 20%. Per internal procedure, the precision failed the criteria for precision. Products will be tested when returned. First test inr (second device) = 1.8; second test inr = 3.0; third test inr = 2.7 mean = 2.5; sd = 0.6; %cv = 25%. The %cv is greater than 20%. Per internal procedure, the precision failed the criteria for precision. Products will be tested when returned. First test inr (second device) = 1.4; second test inr = 2.3; third test inr = 2.5; mean = 2.1; sd = 0.6; %cv = 28%. The %cv is greater than 20%. Per internal procedure, the precision failed the criteria for precision. Products will be tested when returned. First test inr (second device) = 1.7; second test inr = 2.8; third test inr = 2.8; mean = 2.4; sd = 0.6; %cv = 26%. The %cv is greater than 20%. Per internal procedure, the precision failed the criteria for precision. Products will be tested when returned. First test inr (second device) = 1.9; second test inr = 2.9; third test inr = 2.6; mean = 2.5; sd = 0.5; %cv = 21%. The %cv is greater than 20%.